Event description:
Reporter stated "PICC dressing noticed to need changing on (B)(6) close to midnight. Same done. Dressing was noted to be wet at that time. Connections tightened and PICC resecured. On (B)(6) at close to 2300hrs, dressing noted to have a yellow tinge in color. Felt to be damp. (B)(6) called. Dressing lifted. PICC line flushed with normal saline and dripping noted at the hub of the PICC line where it tapers down from the hub to the line patient had to be poked for a piv on removal of the PICC line."

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The returned part was tested with a water-filled syringe with red food coloring. No leaks were observed on any of the hubs at the time of inspection. Since the failure mode could not be duplicated, no further action will take place at this time. Additional information was provided in h.6. And h.11.